Event description:
It was reported that the customer was receiving sensor and calibration error alarms. The customer's blood glucose level was 210 mg/dl the first time she received an alarm. The second time the customer received a sensor error alert she had a blood glucose level of 185 mg/dl. Troubleshooting was suggested for sensor glucose versus blood glucose, but the customer declined. The customer was advised that the food and drug administration only approved the insulin pump for people over the age of 16. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 2 opened/used enlite sensors and performed bicarbonate buffer test. Both sensors failed per specification due to low readings. Also found both cannula tip peeled back outside sensor canal. Was unable to confirm if customer received sensors in said condition due to customer returning it opened/used.